Event description:
Caller reported potential false negative urine hcg results with consult diagnostics hcg dipstick. No details were provided by the distributor. Customer was contacted by email and provided the customer's age (B)(6) and time of last menstrual period ((B)(6) 2012). No confirmation testing method or results provided; no further pt information was provided.

Manufacturer narrative:
Lot number(s): hcg1110225. Expiration date(s): 12/01/2013. Control lot: 25miu/ml hcg urine lot: hcg120405-01, 202iu/ml hcg urine lot: hcg120522-01, 210iu/ml hcg urine lot: hcg120229-02, 210.0oiu/ml hcg urine lot: hcg120517-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minutes read time when tested with 25miu/ml hcg urine control. (N=15). Clearly positive results were observed at 3 minutes read time when tested with 210.oiu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minutes read time when tested with 210iu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minutes read time when tested with 202iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high levels were tested with retain products. Results met qc specification. No false negatives were observed. Manufacturing batch record review did not uncover any abnormalities. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. To date, one complaint has been reported against this lot. No corrective action required at this time as no product deficiency was established.